Event description:
The customer reported that the cpu (central processing unit) for the acuity central station pt monitoring sys had malfunctioned and would not boot (re-start). This would result in loss of centralized monitoring for any pt(s) connected although the customer did not report that pts were connected at the time. Pt vital signs monitoring and alarm functions would continue on the bedside pt monitors. Note: the customer did not report any pts connected to the sys at the time of the product problem.